Event description:
Milrinone running through baxter IV pump with zero alarm or notification of an upstream occlusion. No air noted in tubing, pump was not pulling air or milrinone. Plan of care was driven by hemodynamic changes that were noted from this unknowing lack of milrinone. New bag of milrinone hung, new tubing and different IV pump set up. Discovery -rn noticed that drip chamber was low, applied pressure to drip chamber and there was no backfill. Spike of IV tubing was advanced into bag of milrinone and chamber filled. It was noted that milrinone (100cc) was full. Pump was not paused or off for any time. Vtbi on pump was reflective of a volume infused. Reference report mw5155733.